Event description:
It was reported that the patient neurostimulator therapy had not done much good for her since implant, she had the same symptoms. She had to make some decisions, and like to know how to remove ins (stimulator) if she needs to. Additional information received reports the healthcare provider did not know how she could say it was or was not device related. It was reported that the patient took a fall and started having problems around the neurostimulator site. It was red, swollen, and hot to the touch. It had gotten better. Aspirated abscesses, two pockets right side hip on (B)(6) 2013. The healthcare provider did not state whether the fall was device related. The patient outcome and therapy efficacy were unknown due to the patient had not been seen by the clinic in over 2 years. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v850491, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).